Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. Additionally, signal loss was observed in the investigation window, and inaccurate cgm values were present two days prior to the event date. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient reported that they had a seizure on (B)(6) 2023 and became unconscious. The paramedics took the patient to the hospital for treatment. The patient could not remember details from the event. The patient was discharged from the hospital on (B)(6) 2023 and ¿had not paid much attention to his cgm readings¿ after returning home. It is unknown how the cgm was functioning during the time of the seizure. At the time of the report, the patient was in good condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.